Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Caller started by saying that the patient (pt) had received a new recharger telemetry module (rtm) and pt controller, see related call. The caller noted that they had been in passive charge mode before getting on phone with technical services specialist (tss) with the new controller and rtm on implantable neurostimulator (ins) (B)(6) which is on the pt's left hip. The caller stated when tss got on the phone that they got to the screen indicating that the ins and the controller were at 100%. The caller said she tried to turn the ins on without the rtm and saw 'no device found'. The caller said the other ins and controller were acting appropriately. The caller noted that she had paired the new controller and ins (B)(6) successfully before calling. Tss asked if the caller had a fixed asset (fa) controller and she did¿the caller took the battery of the new controller (controller that was sent from repair) and put it in the fa controller. The caller then paired the fa controller to the ins in question. The caller then tried to connect to the ins and still saw 'no device found' without an rtm connected. Caller then took the battery out of the fa and put it back in the new controller and paired back to ins. The caller then said that the pt indicated that the other controller (the controller for the other ins) was supposed to be paired to (B)(6)¿this ended up being incorrect. At this point, tss had the caller try to use the new controller sent from repair to disable the ins over (B)(6). The caller then tried to recharge the ins and got passive recharge mode with 98-100. The charger being used at this time was (B)(6). Caller then removed this rtm from the pt's new controller, and then grabbed the rtm from the other controller and saw 'system problem rm04'. Pt had never seen rm04 message before. Tss had caller then try to 'disable device' with the rtm that had rm04 ((B)(6) )¿the caller then got 'no device found'. Tss then advised caller to just go to 'recharge' and tss consulted with (B)(6). Tss then got back on the phone with the caller and caller said that while on hold, she charged the ins and it went to normal function and showed the ins was at 40%. Tss then had the caller remove the rtm and she was able to connect without the rtm but she had to have the controller much closer then normal. The caller then turned stim on but pt didn't feel stim¿it was later found that stim was at 0.0ma and the pt was able to eventually feel stim. Caller at this point decided to connect her clinician programmer to the ins in question. Caller said that her clinician programmer was acting strangely when trying to connect to ins¿she said the connection screen went from 62 to 14 to 80 and then finally connected. When she did connect, she noted seeing the warning messages on the tablet 'posture logs read failed ¿ mdt data report will not be shown', 'device is more than 90 min off from the programmer', 'device time has changed in the last 30 days diagnostic data may be inaccurate' caller noted that the date on tablet was jan 7 2011. Caller noted that she had to have clinician communicator closer to the ins than usual. Tss reviewed based on all this info, there may be an orientation/depth issue for this ins. In the end, the caller w as able to connect to the ins with the new controller. Tss advised caller to have pt keep an eye on the controller and see if rm04 shows up again. Tss advised caller to remove li battery on both controllers and re-enter them just to do a soft reset of the system. 2022-feb-14 (B)(4) interface update, (B)(4) (con): additional information was received. Pt repeated they met with rep a week or so ago. Pt said the reps told pt to call in for replacement controller and li battery pack due to the issue in this case and pt said rep was going to make a note in the computer saying that pt needed new controller. Pt said the issue had been going on for over a month and has had controllers sent to them and has had to meet with the reps to check everything. Pt mentioned at one point rep said ins might need to be changed. Pt added that the controller would sometimes not turn on, wouldn't find the unit, and would need to be right over the ins to connect but still would sometimes not find the unit. Pt also said they saw an all white battery on the screen, which they had never seen before as usually the battery would at least have a sliver of red or orange. Pt didn't remember if ins or controller battery was all white and pt said the reps hadn't seen an all white battery either. Pt then asked for a ne w, not refurbished controller. Pt said the more time it takes for issue to be fixed, the more pain they're in.

Event description:
Caller started by saying that the patient (pt) had received a new recharger telemetry module (rtm) and pt controller, see related call. The caller noted that they had been in passive charge mode before getting on phone with technical services specialist (tss) with the new controller and rtm on implantable neurostimulator (ins) which is on the pt's left hip. The caller stated when tss got on the phone that they got to the screen indicating that the ins and the controller were at 100%. The caller said she tried to turn the ins on without the rtm and saw 'no device found'. The caller said the other ins and controller were acting appropriately. The caller noted that she had paired the new controller and ins successfully before calling. Tss asked if the caller had a fixed asset (fa) controller and she did¿the caller took the battery of the new controller (controller that was sent from repair) and put it in the fa controller. The caller then paired the fa controller to the ins in question. The caller then tried to connect to the ins and still saw 'no device found' without an rtm connected. Caller then took the battery out of the fa and put it back in the new controller and paired back to ins. The caller then said that the pt indicated that the other controller (the controller for the other ins) was supposed to be paired ¿this ended up being incorrect. At this point, tss had the caller try to use the new controller sent from repair to disable the ins. The caller then tried to recharge the ins and got passive recharge mode with 98-100. The charger being used at this time. Caller then removed this rtm from the pt's new controller, and then grabbed the rtm from the other controller and saw 'system problem rm04'. Pt had never seen rm04 message before. Tss had caller then try to 'disable device' with the rtm that had rm04¿the caller then got 'no device found'. Tss then advised caller to just go to 'recharge'. Tss then got back on the phone with the caller and caller said that while on hold, she charged the ins and it went to normal function and showed the ins was at 40%. Tss then had the caller remove the rtm and she was able to connect without the rtm but she had to have the controller much closer then normal. The caller then turned stim on but pt didn't feel stim¿it was later found that stim was at 0.0ma and the pt was able to eventually feel stim. Caller at this point decided to connect her clinician programmer to the ins in question. Caller said that her clinician programmer was acting strangely when trying to connect to ins¿she said the connection screen went from 62 to 14 to 80 and then finally connected. When she did connect, she noted seeing the warning messages on the tablet 'posture logs read failed ¿ mdt data report will not be shown', 'device is more than 90 min off from the programmer', 'device time has changed in the last 30 days diagnostic d ata may be inaccurate' caller noted that the date on tablet was jan 7 2011. Caller noted that she had to have clinician communicator closer to the ins than usual. Tss reviewed based on all this info, there may be an orientation/depth issue for this ins. In the end, the caller was able to connect to the ins with the new controller. Tss advised caller to have pt keep an eye on the controller and see if rm04 shows up again. Tss advised caller to remove li battery on both controllers and re-enter them just to do a soft reset of the system. Additional information was received. Pt repeated they met with rep a week or so ago. Pt said the reps told pt to call in for replacement controller and li battery pack due to the issue in this case and pt said rep was going to make a note in the computer saying that pt needed new controller. Pt said the issue had been going on for over a month and has had controllers sent to them and has had to meet with the reps to check everything. Pt mentioned at one point rep said ins might need to be changed. Pt added that the controller would sometimes not turn on, wouldn't find the unit, and would need to be right over the ins to connect but still would sometimes not find the unit. Pt also said they saw an all white battery on the screen, which they had never seen before as usually the battery would at least have a sliver or red or orange. Pt didn't remember if ins or controller battery was all white and pt said the reps hadn't seen an all white battery either. Pt then asked for a new, not refurbished controller. Pt said the more time it takes for issue to be fixed, the more pain they're in.

Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# (B)(6) serial# implanted: explanted: product type accessory product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6), ubd: , UDI#: ; product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID 97745, serial# (B)(6): product type programmer, patient h3:analysis of the 97745 controller (ptm) (serial number (B)(6) ) revealed lcd/ case broken/damaged. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Caller started by saying that the patient (pt) had received a new recharger telemetry module (rtm) and pt controller, see related call. The caller noted that they had been in passive charge mode before getting on phone with technical services specialist (tss) with the new controller and rtm on implantable neurostimulator (ins) (B)(6) which is on the pt's left hip. The caller stated when tss got on the phone that they got to the screen indicating that the ins and the controller were at 100%. The caller said she tried to turn the ins on without the rtm and saw 'no device found'. The caller said the other ins and controller were acting appropriately. The caller noted that she had paired the new controller and ins (B)(6) successfully before calling. Tss asked if the caller had a fixed asset (fa) controller and she did¿the caller took the battery of the new controller (controller that was sent from repair) and put it in the fa controller. The caller then paired the fa controller to the ins in question. The caller then tried to connect to the ins and still saw 'no device found' without an rtm connected. Caller then took the battery out of the fa and put it back in the new controller and paired back to ins. The caller then said that the pt indicated that the other controller (the controller for the other ins) was supposed to be paired to (B)(6)¿this ended up being incorrect. At this point, tss had the caller try to use the new controller sent from repair to disable the ins over (B)(6). The caller then tried to recharge the ins and got passive recharge mode with 98-100. The charger being used at this time was (B)(6). Caller then removed this rtm from the pt's new controller, and then grabbed the rtm from the other controller and saw 'system problem rm04'. Pt had never seen rm04 message before. Tss had caller then try to 'disable device' with the rtm that had rm04 ((B)(6))¿the caller then got 'no device found'. Tss then advised caller to just go to 'recharge' and tss consulted with dawn perniel. Tss then got back on the phone with the caller and caller said that while on hold, she charged the ins and it went to normal function and showed the ins was at 40%. Tss then had the caller remove the rtm and she was able to connect without the rtm but she had to have the controller much closer then normal. The caller then turned stim on but pt didn't feel stim¿it was later found that stim was at 0.0ma and the pt was able to eventually feel stim. Caller at this point decided to connect her clinician programmer to the ins in question. Caller said that herclinician programmer was acting strangely when trying to connect to ins¿she said the connection screen went from 62 to 14 to 80 and then finally connected. When she did connect, she noted seeing the warning messages on the tablet 'posture logs read failed ¿ mdt data report will not be shown', 'device is more than 90 min off from the programmer', 'device time has changed in the last 30 days diagnostic data may be inaccurate' caller noted that the date on tablet was jan 7 2011. Caller noted that she had to have clinician communicator closer to the ins than usual. Tss reviewed based on all this info, there may be an orientation/depth issue for this ins. In the end, the caller was able to connect to the ins with the new controller. Tss advised caller to have pt keep an eye on the controller and see if rm04 shows up again. Tss advised caller to remove li battery on both controllers and re-enter them just to do a soft reset of the system. 2022-feb-14 rtg0259997 interface update, rpl 331832, 331834 (con): additional information was received. Pt repeated they met with rep a week or so ago. Pt said the reps told pt to call in for replacement controller and li battery pack due to the issue in this case and pt said rep was going to make a note in the computer saying that pt needed new controller. Pt said the issue had been going on for over a month and has had controllers sent to them and has had to meet with the reps to check everything. Pt mentioned at one point rep said ins might need to be changed. Pt added that the controller would sometimes not turn on, wouldn't find the unit, and would need to be right over the ins to connect but still would sometimes not find the unit. Pt also said they saw an all white battery on the screen, which they had never seen before as usually the battery would at least have a sliver of redor orange. Pt didn't remember if ins or controller battery was all white and pt said the reps hadn't seen an all white battery either. Pt then asked for a ne w, not refurbished controller. Pt said the more time it takes for issue to be fixed, the more pain they're in.